Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, the compliance of the native anatomy, and user technique. Valve dislodgements are typically not related to a device malfunction and this event does not allege that a device malfunction occurred. However, without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.